Manufacturer narrative:
The device history record (DHR) review indicated that there was no quality issues associated with this failure. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation was currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the hospital connected with the baxter sales representative to report this complaint on (B)(6) 2015. On (B)(6) 2015, the hospital implanted the catheter in the patient, and after surgery, during the patient ipd treatment, liquid leakage was found at the catheter connected with the titanium adapter. The nurse found a little crack on the catheter, which lead to liquid leakage. The nurse cut off the catheter with the crack. The occurrence date was (B)(6) 2015.